Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the scs ipg would not communicate with the clinician programmer after multiple troubleshooting attempts and was deemed inoperable. Surgical intervention may be undertaken at a future date to address the issue.

Event description:
Follow-up identified surgical intervention took place on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.